Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. On 23th january 2026, we didn't receive the sample but photos are available in the complaint. We can see that an hair is present into the sealed packaging. Our hungarian subcontrator concludes: "investigation of the production environment: the production place is a iso class-viii clean area, in this production area everytime have to wear the neccessary uniform; means have to wear clean & sterilized jacket and hairnet and shoe too. In case of men have to wear beard cover. This rule is always followed. Even so accidentaly can be occurrenced to fall hair into the package. Accidentally have occurrence to fall hair into the package. This is a manual packaging without automized camera or sensor control, means that only have human responsible to control the whole production process. No camera or sensor have installed to check the complete packaging for hair or foreign material presence. No plan to implement additional packaging control, due to the fact that the packaging is very difficult to filter out by camera system because the packaging is not constant; the packaging material are shiny; no possible to set the camera for this, that would not be a stabile system. " it's confirmed that sometimes we receive that raw materials (each catheter is packaged in a sealed sheath) from our suppliers with this phenomenon, that the hair is already part in the pouch. The affected materials have been rejected by us. This materials have already packaged into the first level (primary) packaging, so it's not allowed to opened. The quality alert have been always sent to the supplier. But not easy to filter out all polluted raw material from the batch because the hair is not visible easily that is why accidentally some affected products can be escaped to the market." Root cause: this is an accidentally issue, during the production and packaging process, the hair can be gone into the packaging. Second, supplier related issue, the raw material have arrived with already polluted by hair. Third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. Action(s): all involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. Continuously inform the supplier about the affected lots to improve their processes, if the received lots affected by hair contamination." According to the informations known quality database was checked and revealed no anomaly registered about this defect. A periodical review of all complaints is conducted for each product family on an annual basis. This review contributes to the continuous evaluation of risks and their acceptability. A similar case study was performed on the same defect "hair in the packaging" from october 2021 to october 2025: 2 similar cases were found.

Event description:
According to the available information there is a hair inside the sterile pouch.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information there is a hair inside the sterile pouch.